Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a hardware malfunction, and the drawer did not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard cover was damaged, and customer mistakenly raised the case as drawer failure. A field service engineer replaced keyboard cover, tested in hardware testing application and all tests were passed. After rebooting station, customer tested keyboard by logging in, and all checked good. The system functioned as intended after the field service engineer repaired the device.